Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, the curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of specification due to the elongation of the angle wire. The suction cylinder was deformed and scraped. Operation part was discolored and scratched. The tip cover was scratched. The switch box was scratched. The operation unit was scratched. The up/down angle fixing lever was scratched. The up/down knob was corroded. There were scratches on up/down knob, right/left knob, grip, universal cord, scope connector and right/left angle fixing knob. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the brush was damaged due to some loads during reprocessing. The cause of the fault was unknown. Olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced brush clogging. There was no report of user or patient harm associated with this event. During inspection of returned device, there was brush discharge. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
It was further reported that the subject device malfunction was observed during cleaning and disinfecting (reprocessing).